Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04773, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used during a colonoscopy procedure, performed on (B)(4) 2009. According to the complainant, during the procedure, the blue gripper detached from the sheath when the clip was being prepared for use. The clips could not be exposed and therefore, they could not be deployed. The case was completed with a third resolution clip device. The procedure was lengthened due to the two clips but there was no serious injury to the pt as a result of this event. At the conclusion of the procedure, it was reported that there had been no adverse effects to the pt.